Event description:
The pt was marked deceased in walgreens retail system which flowed to walgreens specialty system, and we are reporting per contractual requirements and standard operating procedure within one business day, however, no cause of death known. Date of death unk and no further info available.